Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient stated that the lifevest was irritating their surgery incision from a prior surgery. The patient reported that the incision had re-opened, and that fluid was draining from it. The patient's physician told the patient to remove the lifevest until the incision had healed. During a follow up call, the patient reported that the incision was mostly healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.